Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient husband contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the product issue began on (B)(6) 2015 at 5am. The reporter alleged the patient obtained an inaccurate result of "140mg/dl" with the subject meter. It unknown if the results would/would not meet lifescan's accuracy criteria as the comparison is against their feelings and/or normal readings. The reporter stated the patient manages their diabetes with insulin (self-adjuster). It is unknown if the patient made any changes to her usual diabetes management regimen in response to the alleged product. The reporter claims the patient developed symptoms of "shaking and sweating" 5 minutes before the inaccurate high issue. The reporter alleged the patient self-treated with food and/or drink minutes after the inaccurate high reading. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Due to the test strips not being returned, product analysis performed a retain test. The retain test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.